Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged hub/loose sleeve as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer(r) precisionglide" multiple sample needle experienced hub separates from the device. This damaged/loose event occurred 20 times. The following information was provided by the initial reporter: translated to english. The customer stated there was a "damaged hub. Self remove white needle cap due to damaged hub before puncture. Customer felt high risk of needle stick injury."